Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is a presumption from information since the actual item was not sent to manufacture business center that insufficient reprocessing due to using the wrong device in a mixture may have caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had insufficient or incorrect reprocessing during reprocessing. There were no reports of patient harm.